Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report low blood glucose levels at night. The customer's blood glucose reading at night was 44 mg/dl, but was 173 mg/dl during the call. The customer treated the low with juice and food. The customer performed some troubleshooting but did not find any problems. The customer was advised to monitor his blood glucose levels and to call back if problems persisted. Nothing was replaced or returned.